Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atm's on the initial inflation and dye extrusion was noted. The patient was asymptomatic during this event. The lesion involved was a 90% stenotic lesion in a tortuous mid lad coronary artery. The procedure was successfully completed. Patient status is reported as "good".